Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. (B)(4). The pump was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a prolonged hospitalization with a bloodstream infection, stroke and progressive right heart failure. A (B)(6) driveline infection reportedly began in (B)(6) 2016, and it was believed that this eventually led to a bloodstream infection approximately (B)(6) 2016. The stroke was initially thromboembolic in nature, then developed into a small hemorrhagic conversion confirmed via head CT scan. The patient went home with hospice and the lvad was turned off at home per family decision. The patient expired on (B)(6) 2016. It was reported that there were no device issues. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection, stroke, and right heart failure could not be conclusively determined. Infection, sepsis, right heart failure, peripheral thromboembolism, bleeding, and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.